Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient received and alert and chcked his readings and it was 78 mg/dl. Based on this value, the patient drank orange juice, ate eggs and bread. He didn't do any fingerstick to compare. He passed out and was found by his niece. His eyebrows were bleeding. His niece called the paramedics, and the paramedics gave him a glucose shot. The paramedics brought him to the emergency room. He could not recall the fingerstick that was done in the ambulance nor in the ER or what cgm readings showed. He could no longer recall what the hospital gave him. He only remembered that they did a CT (computer tomography) scan and an x-ray. He stayed in the ER for a day and went home the same day. At the time of the event, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.